Event description:
It was reported that ventricular tachycardia episodes were recorded due to twos. Follow-up revealed that there was no intervention and the lead will be monitored. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.